Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoscopes worked on the cv-190 without problems, however, the video system center possibly had defective socket (image flickering/no image). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus and the reported issue was not confirmed. Upon inspection and testing of the returned device the following defects were identified: front panel and power switch cracked, connector, video connector socket worn out, the video connector socket no longer holds the scope, chassis socket worn out, gasket is sticky, corrosion and moisture residues in the device, dust and liquid in the hose system. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.